Manufacturer narrative:
This report was initially provided to roche by FDA via medwatch mw5098178. Roche contacted the customer for additional information and requested the return of the meter and strips. There was no allegation of a death or serious injury and the information provided does not indicate a malfunction that would likely cause or contribute to a death or serious injury if it were to recur. We are submitting this medwatch to provide FDA with updated information related to the case. The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using an unknown method. Around 10:00 am, the laboratory result was 2.2 inr. The patient went home and tested on his meter within an hour of the laboratory draw and received a result of 2.7 inr on his meter. The patient's previous doctor said his therapeutic range is 2.5 inr - 3.0 inr, but his current doctor is happy if he is between 2.0 inr - 3.0 inr.